Event description:
While suturing the eye muscle, the 6-0 vicryl suture started to fray as it was being pulled through the eye muscle. Suture was replaced with the same lot# and surgery was completed without further suture problem.